Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer. The nurse noticed that liquid in the waste bag had changed to light red approximately five minutes after the initiation of the patient's continuous venovenous hemodiafiltration (cvvhdf) treatment. It was noted during followup that the machine, a fresenius multifiltrate machine, also alarmed with a blood leak alert. Treatment was stopped and the patient's dialyzer was replaced. The facility stated that a membrane rupture was the cause for the leak. No defect or damage was noted to the dialyzer. The patient was able to complete treatment on the machine without further issue. The patient's estimated blood loss (ebl) was less than 50 ml. The patient's vitals remained stable and no medical intervention was required. The sample is not available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: the instructions for use (IFU) and labeling was reviewed to confirm the described situation is adequately addressed and the product deficiency is not related to falsification. The complaint sample was not available to be returned to the manufacturer for physical evaluation. Additionally no photographs of the reported issue were provided. Retention sample analysis was not conducted due to the small number of reserves samples available and the high unlikelihood of failure detection due to 100% testing that occurs during manufacturing. A batch record review was performed and confirmed that the lot was inspected per protocol and found to be conforming to specification. No indication of any relationship with the reported failure mode was found during the review. Although dialyzers are 100% tested for leaks via bubble-point and air testing during sterilization, leakages can still occur during treatment in very few cases due to adverse environmental conditions or mechanical stress. The manufacturer confirmed the reported leakage issue during its investigation.

Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer. The nurse noticed that liquid in the waste bag had changed to light red approximately five minutes after the initiation of the patient's continuous venovenous hemodiafiltration (cvvhdf) treatment. It was noted during followup that the machine, a fresenius multifiltrate machine, also alarmed with a blood leak alert. Treatment was stopped and the patient's dialyzer was replaced. The facility stated that a membrane rupture was the cause for the leak. No defect or damage was noted to the dialyzer. The patient was able to complete treatment on the machine without further issue. The patient's estimated blood loss (ebl) was less than 50 ml. The patient's vitals remained stable and no medical intervention was required. The sample is not available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.